Event description:
The jetstream g3 was advanced to treat a long lesion located in the superficial femoral artery (sfa). The device was first used in the minimum diameter mode then while using the maximum diameter mode, the device encountered resistance. An angiogram was taken and a dissection was noted. The device was removed and the dissection was treated with a balloon and a stent.

Manufacturer narrative:
The pathway jetstream g3 catheter was discarded after the procedure and therefore, not returned to pathway medical technologies for eval. Dissection is an inherent risk for the treatment of peripheral vascular disease with pathway medical's jetstream g3 system and is listed as a potential adverse event in the IFU.